Event description:
It was reported by service report that the bed exit would not change zones due to a software configuration issue. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: software configuration.